Event description:
It was reported from a clinical study that the patient underwent an initial right proximal humeral nailing, and screw loosening was incidentally identified on radiographs approximately 6 weeks post-implantation. Subsequently, the patient experienced a fall and sustained a fracture of the left humerus; the left side had no implants and was managed conservatively without surgical intervention. During the next follow-up visit approximately 3 weeks later, radiographs showed loosening of a second screw, while the first screw remained unchanged. No action was taken as the patient was not reporting pain or discomfort. The patient did not require surgical intervention and remained asymptomatic. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 47249616009, proximal humerus, right, ã¿ 9x160mm, lot # 3230672, item # 47248604840, blunt tip screw, ã¿ 4x48mm, lot # 3225538, item # 47248603440, blunt tip screw, ã¿ 4x34mm, lot # 3207877, item # 47248604640, blunt tip screw, ã¿ 4x46mm, lot # 3238245, item # 47248613440, cortical bone screw, ã¿ 4x34mm, lot # 3187130, item # 47248800005, spider washer, lot # 3068433, item # 47248800004, washer small, lot # 3217676. G2: foreign - event occurred in spain. The reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a radiologist. The review identified intramedullary nail fixation of markedly comminuted right proximal humerus fracture. The 4- and 6-week follow-up images show loosening and backout of 2 of the proximal locking screws. Medical records were provided and reviewed by a health care professional. The review identified proximal fracture of the left (contralateral) humerus, weekly non-narcotic pain medication, no tenderness at fracture site, overall satisfied. No instability, moderate pain 4/10, wound healed. Screw loosening, mild, no treatment at this time. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.